Event description:
(B) (4). It was reported that during a coronary artery stenting procedure, a dissection occured. The lesion being treated was located in the mid left anterior descending (mid lad) artery. When the 2.75x12mm taxus liberte was implanted in the mid lad, the lad diagonal occluded. So the physician tried to re-cross with a non bsc guide wire. Then, a dissection occurred. A 3.0x16 taxus liberte stent was implanted to treat the dissection. It was further reported that the lesion being treated was located in the 2nd diagonal branch not the mid lad as previously reported. Balloon angioplasty was performed with resolution of the event.

Event description:
It was reported that during a coronary artery stenting procedure a dissection occurred. The lesion being treated was located in the mid left anterior descending (mid lad) artery. When the 2.75x12mm taxus liberte was implanted in the mid lad, the lad diagonal occluded. So, the physician tried to re-cross with a non bsc guide wire. Then, a dissection occurred. A 3.0x16 taxus liberte stent was implanted to treat the dissection.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Target lesion from mid lad to 2nd diagonal branch.(B) (4)